Event description:
It was reported that during kit inspection the device was making a strange noise when operated. At product evaluation investigation the device motor rotation speeds were not stable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the motor rotation speeds were not stable. The ball bearing and needle bearing were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.